Event description:
Information was received from a patient receiving bupivacaine and dilaudid (hydromorphone) via an implanted pump for non-malignant pain. It was reported that the patient stated most of the time, their equipment 'is just not working.' Patient stated most of the time when they try to get a bolus, the controller kept saying 'no pump response.' Patient stated 'once in a while,' they could get it to work, but 'most of the times, it would stop at 90% or just have no pump response'. Patient later stated 'it always stops at 90%.' When agent inquired event date, patient stated 'basically since I got it, but they only had it since march 10th,' and did not provide further information. Agent assisted the patient in connecting to the pump using the myptm app on the handset and communicator, and patient confirmed they were able to successfully connect and request/receive bolus. Patient briefly saw 'no pump response' but resolved when agent reviewed communicator general use. Patient also saw a brief telemetry delay at 90% when connecting to the pump and again when requesting/receiving the bolus. Patient also appeared to be confused with the equipment, as the patient appeared not exactly sure how and when to hold the communicator over the pump prior to agent's instruction. Agent assisted patient in clearing data. Patient's data was 1.47 mb. Patient would monitor and call back for assistance as needed. Patient mentioned the 8835 ptm might have been a little bulky but it was easy and it worked so they wished they could use that instead.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Product ID: hh9020tdd, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot # unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that they just gave herself a bolus and they were calling to have assistance in deleting the data because the handset was lagging at 90% again. The agent reviewed and assisted the patient in deleting the data. The patient will call back if they need further assistance.